Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 10 devices were received for evaluation; 10 events were confirmed during testing. Approx 9 devices were found to be affected by dust in the sterile packaging. Approx 3 devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken.

Event description:
This report summarizes 13 malfunction events in which the device had a white substance or dust in the packaging. Approx 12 events occurred during set-up for a procedure. Approx 1 event occurred during a procedure.